Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with low flow alarms on (B)(6) 2018, patient was transferred to mt. Sinai (B)(6) 2018 for pump thrombosis; relief of outflow graft thrombus (no exchange). No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombus and low flow alarms could not be confirmed through this evaluation as no log files were submitted and there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate ii lvas IFU, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Further, section 6 outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.